Manufacturer narrative:
Findings: reliability analysis inspected 4 opened/used enlite sensors and performed visual inspection and found 1 of 4 sensors with cannula broken, part is still in tubing. 3 remaining sensors performed bicarbonate buffer test (B)(4). All sensors passed per spec with accurate readings. Unable to confirm blood at site complaint due to customer did not return needles, sensors only. Unable to perform or reproduced skin irritation in lab.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The customer was advised this may be due to fluctuations in blood glucose. The customer reported via phone call indicating that they had site issue/blood issue. Customer's blood glucose at time of incident was unknown. Customer stated the site is not actively bleeding. Customer stated blood is not visible on the sensor connector. The customer was advised to monitor site. The customer stated she had skin irritation and advised the we will send a tape kid and we will replaced sensors.